Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported from the ICU that the tubing leaked during the administration of a medication to a patient. The material was not obtained. There was no impact to patient.